Manufacturer narrative:
Follow up information received on 10-feb-2016: no further information was obtained despite follow-up attempts. Essure health care provider questionnaire was received on 29-feb-2016: patient was not post-partum at time of essure insertion. During insertion, cervical dilation and sounding were performed. The fluid loss during hysteroscopy was not more than 1500 cc. But the procedure took more than 20 minutes. The insertion was easy, no difficult on visualization of tubal ostium, both sides were visualized. Test was performed to confirm essure placement. Hsg (hysterosalpingogram) was performed on unspecified date. Perforation was denied. Essure caused severe pelvic pain and hysterectomy was performed due to pelvic pain and cramps. Essure was not removed. The physician confirmed the events and details provided. Company causality comment: this spontaneous and medically confirmed case report (received via regulatory authority) refers to a female patient who had essure (fallopian tube occlusion insert) inserted and had been bleeding constantly with big clumps of blood coming out (seen as genital bleeding). She had to have a hysterectomy performed in order to stop the bleeding. It was also reported that device came out and tore lining of uterus (seen as uterine cervical laceration). She was hospitalized. According to follow up information, she also experienced severe pelvic pain and this event also led to hysterectomy. The event genital bleeding and pelvic pain are serious due hospitalization and required intervention (other seriousness criteria were informed but not specified neither described per reporter). Also, the event is listed in the reference safety information for essure. The other event is serious due to hospitalization and unlisted. Considering genital bleeding and pelvic pain may occur during essure use and the implied temporal relationship between them, causality with suspect insert cannot be excluded. With regards to the other event, as the device expulsion may have contributed to occurrence of this event, a causal relationship cannot be excluded. Although the devices were not removed, the events related to device led to hysterectomy. Therefore, this case is regarded as incident. Based on available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. No further information is expected.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Internal correction done on 15-dec-2015 based on information received on 22-oct-2015 initial receipt date amended to 22-oct-2015. Follow up information received on 15-dec-2015: essure consumer general questionnaire received. Consumer was (B)(6). No previous gynecological problems or procedures. No relevant medical history or concurrent conditions. Essure was inserted on (B)(6) 2008, 9.5 weeks post partum. As back up contraception she received depo provera shots. Hysterosalpingogram was not performed. On (B)(6) 2008 light bleeding began and turned to more heavy bleeding on (B)(6) 2008. On (B)(6) 2009 one part of device came out vaginally. And uterine ultrasound was performed on the same day. Device came out and tore lining of uterus. Consumer was hospitalized and on (B)(6) 2009 surgical hysterectomy was performed. The remaining device, fallopian tubes, uterus and cervix were removed. Consumer recovered from the essure removal procedure and after surgery her symptoms resolved. Consumer believed that her condition was caused by essure, because if the device had stayed in her fallopian tube she would not have had to undergo a hysterectomy to stop the bleeding. Company causality comment: this spontaneous and non-medically confirmed case report (received via regulatory authority) refers to a female patient who had essure (fallopian tube occlusion insert) inserted and had been bleeding constantly with big clumps of blood coming out (seen as genital bleeding). She had to have a hysterectomy performed in order to stop the bleeding. It was also reported that device came out and tore lining of uterus (seen as uterine cervical laceration). She was hospitalized. The event genital bleeding is serious due hospitalization and required intervention (other seriousness criteria were informed but not specified neither described per reporter). Also, the event is listed in the reference safety information for essure. The other event is serious due to hospitalization and unlisted. Considering genital bleeding may occur during essure use and the suggestive temporal relationship between them, causality with suspect insert cannot be excluded. With regards to the other event, as the device expulsion may have contributed to occurrence of this event, a causal relationship cannot be excluded. Since an intervention was required, this case is regarded as incident. Based on available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. No further information is expected.

Manufacturer narrative:
On 19-jan-2017: now reported from lawyer: essure implanted on (B)(6) 2008 (not (B)(6) 2008) for permanent contraception, and beginning (B)(6) 2008 (date is new) she began to experience pelvic pains and cramping, and bleeding (already reported, event terms were amended also with previous review). She underwent hysterectomy and trachelectomy. It was noted the device had fallen out of the right fallopian tube. All those events considered related to essure. Company causality comment: this spontaneous and medically confirmed case report (received via regulatory authority) refers to a female patient who had essure (fallopian tube occlusion insert) inserted and had been bleeding constantly with big clumps of blood coming out (seen as genital bleeding). She had to have a hysterectomy performed in order to stop the bleeding. It was also reported that device came out and tore lining of uterus (seen as uterine cervical laceration). She was hospitalized. According to follow up information, she also experienced severe pelvic pain and this event also led to hysterectomy. The events genital bleeding and pelvic pain anticipated in the reference safety information for essure while uterine cervical laceration is unanticipated. Considering genital bleeding and pelvic pain may occur during essure use and the implied temporal relationship between them, causality with suspect insert cannot be excluded. With regards to the other event, as the device expulsion may have contributed to occurrence of this event, a causal relationship cannot be excluded. This case was regarded as incident since intervention was required. Based on available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. No active follow-up is allowed and further information is expected only through litigation process.

Event description:
This is a spontaneous case report received from a consumer via regulatory authority (case# (B)(4)) in united states on 22-oct-2015 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2008. Consumer had the essure implant procedure performed in the office of her doctor. She was supposed to have been scheduled to have the uv dye test performed on or by 2008 to ensure that the device had taken correctly. The uv test was never scheduled. At the end of 2008 she began bleeding and experiencing extreme cramping she thought it to be normal until 2009, while she was in the shower she noted that something had fallen out of her and into the shower. Upon looking closely at it she realized it was the essure implant it looked like a small spring from a pen, she then contacted the doctor office and explained what had just happened and that was when she had been advised to go into the immediately. She was taken into an exam room immediately, and an ultrasound was performed. During this office visit, the doctor stated that she would need to have a hysterectomy performed in order to stop the bleeding. On (B)(6) 2009, she was admitted into the hospital and had a hysterectomy performed, at that point, she had been bleeding constantly with big clumps of blood coming out. The seriousness criteria hospitalization and disability were mentioned in the section event outcome but it was not specified and/or assigned to one of the events in the narrative. The product technical complaint investigation results which ptc number is (B)(4) was received on 15-nov-2015. Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Follow-up received on 17-nov-2015 from consumer: contact details and date of birth were provided. She didn't know the lot number. No further information was provided. Company causality comment: this spontaneous and non-medically confirmed case report (received via regulatory authority) refers to a female patient who had essure (fallopian tube occlusion insert) inserted and had been bleeding constantly with big clumps of blood coming out. She had to have a hysterectomy performed in order to stop the bleeding. This event, seen as genital bleeding, is serious due hospitalization and required intervention (other seriousness criteria were informed but not specified neither described per reporter). Also, the event is listed in the reference safety information for essure. Considering genital bleeding may occur during essure use and the suggestive temporal relationship between them, causality with suspect insert cannot be excluded and since an intervention was required, this case is regarded as incident. Based on available information no product quality defect was confirmed, therefore, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Further information has been requested.